Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "upstream occlusion" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unk since the item was found during eval of the device.

Manufacturer narrative:
Manufacturer reference number: 17(B)(4)0921. The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "upstream occlusion" alarm was confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.